Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the blood pump tubing guide roller on the 2008t machine came loose during the patient's hemodialysis (hd) treatment and caused a leak. The patient's estimated blood loss (ebl) was not provided. It was not indicated that a serious injury or required medical intervention resulted from the event. No diagnostic messages or audible alarms were reported. The biomed reported the rotor is original to the machine. The machine has approximately 8,000 operating hours. Additional information was limited during follow-up with the biomed and user facility registered nurse (rn). The blood pump rotor was replaced to resolve the reported issue. The machine was returned to service. The sample is available to be returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
Additional information: h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the blood pump tubing guide roller on the 2008t machine came loose during the patient's hemodialysis (hd) treatment and caused a leak. The patient's estimated blood loss (ebl) was not provided. It was not indicated that a serious injury or required medical intervention resulted from the event. No diagnostic messages or audible alarms were reported. The biomed reported the rotor is original to the machine. The machine has approximately 8,000 operating hours. Additional information was limited during follow-up with the biomed and user facility registered nurse (rn). The blood pump rotor was replaced to resolve the reported issue. The machine was returned to service. The sample is available to be returned to the manufacturer for physical evaluation. No additional information was provided.